Event description:
It was reported that the bd safetyglide¿ needle gets clogged. The following was received by the initial reporter: issue : needle gets clogged.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-aug-2023. H.6. Investigation summary: it was reported the needle gets clogged. To aid in the investigation, three hundred samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were selected randomly for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution, and each sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 2363614. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle gets clogged. The following was received by the initial reporter: issue : needle gets clogged.